Event description:
Customer reported the system will fluoro, but will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable receptacle. System operates as intended. (B) (4)